Event description:
It was reported that the lead was capped and replaced due to oversensing. Further information could not be obtained at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.